Event description:
It was reported that the system speed increased beyond the target speed. A 1.75mm rotapro catheter was selected for an atherectomy procedure in the left main coronary artery. A pre-procedure test was completed without any issues. Several passes were made in the left main lesion at 160,000 rpms. On the final run, the target speed was 160,000 rpms, but the speed unexpectedly increased to 190,000 rpms. The device then stalled when using dynaglide mode to remove the burr from the patient. The device was run with both saline and a pressure bag for the entire procedure. The procedure was completed with the original device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the returned complaint device consisted of a rotapro device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil has become stretched due to manipulation during the procedure. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the system speed increased beyond the target speed. A 1.75mm rotapro catheter was selected for an atherectomy procedure in the left main coronary artery. A pre-procedure test was completed without any issues. Several passes were made in the left main lesion at 160,000 rpms. On the final run, the target speed was 160,000 rpms, but the speed unexpectedly increased to 190,000 rpms. The device then stalled when using dynaglide mode to remove the burr from the patient. The device was run with both saline and a pressure bag for the entire procedure. The procedure was completed with the original device. No patient complications were reported.